Event description:
It was reported that before procedure thumbscrew snapped and broke where the threads are. No patient involved. And back-up device was used.

Manufacturer narrative:
The navio handpiece thumbscrew, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed, which confirmed the reported problem. The thumbscrew shaft is completely broken into two pieces. A functional evaluation could not be performed due to broken/damaged parts. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The root cause was found to be user error. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user¿s manual, 500093 rev. E, as it provides instructions on the proper techniques of tightening the thumbscrews.